Manufacturer narrative:
The device was not returned to zoll medical (B)(4) for evaluation. The review of clinical data of the device indicates that the device analyzed the rhythm correctly to the available technology. Evaluation of rhythm from provided clinical data shows that the rhythm had characteristics typical of a shockable rhythm. Therefore this claim is being closed as device meets specification. This type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 55 year old male patient the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. The clinician placed device into manual mode to prevent shock from being given. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.